Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(4) of peritonitis in a patient coincident with dianeal pd2 unknown therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. The remainder of the analysis results were pending. On an unreported date, the patient began remedial treatment with vancomycin and ciprofloxacin. The event of peritonitis was resolving although the patient remained hospitalized. It was not reported if remedial treatment with vancomycin and ciprofloxacin were ongoing. Dianeal pd2 unknown therapy was ongoing. The nurse reported the event of peritonitis was not related to dianeal pd2 unknown therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.